Manufacturer narrative:
The insulin pump passed the displacement test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated went thru 4 set changed. Customer does not want to troubleshoot and just want a insulin pump replacement. The no delivery occurs both at the basal/bolus. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).